Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges elevated metal ions and severe pain. After review of medical records, was revised for recurrent effusion status post revision right tha with possible infection with recently have increase and ongoing drainage from the surgical site. Lab results provided were below 7 pbb. No part and lot numbers were provided. Doi: (B)(6) 2008 (cup and stem). Doi: (B)(6) 2018 (head and liner). Dor: (B)(6) 2018; right hip. This pc is for the 2nd revision, please see (B)(4) for the 1st revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H6 patient code: no code available (3191) was used to capture wound secretion.